Manufacturer narrative:
Additional narrative: patient age/date of birth is unknown. Exact date of post-operative device breakage is unknown. However, breakage was discovered approximately four (4) months post-op. Date of original implant procedure is unknown. Per the facility, the complainant parts will not be returned to evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacturing location: (B)(4)- manufacturing date: september 5, 2006. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a right femur fracture with a less invasive stabilization system (liss) plate on an unknown date. Approximately four (4) months postoperative, the patient presented with pain. It was then discovered that the plate had broken at the level of the fracture on the distal of the plate at a screw hole. The plate and nine (9) screws (three of which were broken) were explanted during a revision procedure on (B)(6) 2015. A 4.5mm variable angle locking condylar plate (va-lcp) was then implanted. The procedure was completed successfully. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Other relevant history: "smoker" to patient's comorbidities. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.